Manufacturer narrative:
Reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734if additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that in the operating room, when the suture was tightened, the suture became detached from the needle and broke. This event occurred 5 times with 5 different threads during the procedure. Type of operation: total knee prosthesis. No further information has been received.

Manufacturer narrative:
Analysis and results: there are previous complaints of the same code-batch regarding the same issue, two of them closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 24 closed samples and 2 open samples with the needle detached from the thread (thread is not wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test in all closed samples received, we have noticed that all threads break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, there are no incidences reported regarding this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 1.26 kgf in average and 1.15 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Final conclusion: taking into account that the results of samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future. Moreover, a training regarding this issue to production personnel was done on this issue to prevent recurrence.